Manufacturer narrative:
Date rec¿d by MFR : 09aug2019, date of report : 13aug2019. The patient's information could not be provided. The customer confirmed that the e-cylinders would deplete much more rapidly than they assumed. The customer declined service, so the ventilator was not repaired. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Device evaluated by MFR: a follow up report will be submitted once the investigation is complete.

Event description:
The customer reported o2 manifold leaking. O2 depleted quicker than expected the unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or the user.